Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery on distal end of the clavicle with the product in question. The bone was fixed with three screws on the proximal side and three on the distal side. The surgery was completed successfully without any surgical delay. After surgery, it was informed that two of the distal screws were observed to be broken during a follow-up examination, based on the x-ray. If there is no displacement, the patient will be monitored until bone union occurs. If bone union does not occur, the screws will be removed. The surgeon requested that the damaged screws be examined at that time. No further information is available.